Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp was placed in a patient experiencing acute myocardial infarction. The pump had reduced flows after the initial insertion and was, therefore, exchanged. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. The total pump run time was 23 minutes. The data log shows low pump flow with an active suction alarm but no reported motor current spike or positioning alarms. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided. H6 impact code 4627 changed to 4629.